Event description:
It was reported that, "the pt was dislocating so the surgeon revised. The liner that was removed was cemented into the cup."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional info becomes available then it will be submitted in a supplemental report.